Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01305-4, 0001822565-2021-01307-4. Component code: mechanical (g04) - stem. It remains that a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01305-3. 0001822565-2021-01307-3. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, was scheduled for revision due to failed prosthesis on 29 sep 2017, but revision procedure was aborted due to incompatible implants.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01305-2 0001822565-2021-01307-2 the following sections were updated: b4; b5; g3; g6; h1; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Operative notes were not provided. A review of the provided document noted no information provided to indicate the reason for revision, other than implant failure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01305-1, 0001822565-2021-01307-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure due to pain and weakness.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01305, 0001822565-2021-01307. Medical products: item#: unknown, unknown humeral head; lot#: unknown; item#: unknown, unknown glenoid; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Operative notes were not provided. A review of the provided document noted no information provided to indicate the reason for revision, other than implant failure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure due to an unknown reason.